Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The consolidated ventilator interface board was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit was noted to have a ventilator failure during boot-up. There was no report of patient involvement.